Manufacturer narrative:
(B)(4). Corrected data: device evaluation by manufacturer: the reported low total area on patient samples was attributed to an obstructed sampling needle assembly.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: h.3. Device evaluation by manufacturer: the reported low total area on patient samples was attributed to an obstructed sampling needle assembly.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 25-aug-2017 a field service engineer (fse) found the sample needle assembly obstructed. The fse replaced the sample needle assembly, ran quality controls, and patient samples. The g8 system was running within specifications. A 13-month complaint history review for serial number (B)(6) found two (2) similar complaints during this time period. The g8 operator's manual under chapter 1 - introduction and applications, section 1.8 limitations of the procedure, states that dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. The reported high retention time on patient samples was attributed to the flow factor requiring adjustment.

Event description:
On (B)(6) 2017 a customer reported getting sporadic low total area in patient samples ranging from 200 to 300, which upon repeat were 1200 to 1800 (normal range 500 - 4000). Total area on quality controls was low as well. The number of patient samples involved was not provided. There is no indication of any patient intervention or adverse health consequences due to this event.